Event description:
The customer reported that a black image was displayed during setup when using an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. In additional, the following reportable event was identified during device evaluation: air/water cylinder and air/water tube has white foreign material. Based on the completed investigation, the cause of the reported malfunction was a damaged charged coupled device (ccd) unit that resulted in the image disappearing during angulation in the upward/downward directions. The identity of the foreign material found during evaluation, and the reason they remained in the air/water tube and cylinder is unknown. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.